Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their (B)(6) clinical chemistry analyzer. The erroneous patient results were reported out of laboratory and were later amended. The customer reported that the patient was hospitalized, and no patient treatment was administered. The customer confirmed patient was discharged, no harm to the patient and no medication or treatment was required. No additional information was provided. The customer did not provide patient demographics. The customer provided data for the one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the (B)(6) chemistry analyzer and identified the failure mode as unknown. The fse cleaned all sections of both cells on the ion-selective electrolyte, adjusted the j nozzle dispense into pot, cleaned drains, and adjusted s1/r mixer height and centering. The fse confirmed consumables and flushed system. No hardware parts were replaced. No further issues observed. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).